Manufacturer narrative:
Com (B)(4). Device was received for analysis. Kinks were evident along the hypotube. The stent had moved proximally on the balloon and was not positioned between the marker bands as per specifications. There was deformation to the 1st and 2nd distal stent wraps with struts raised. There was misalignment of stent struts on the 24th and 25th distal stent wraps with struts slightly raised. The balloon proximal and distal cones were bunched. Bunching of the inner lumen was visible. There was deformation to the distal tip. Resistance was felt at the bunched inner shaft and deformed distal tip while advancing a 0.015 inch mandrel through the device. Kinks were evident along the distal shaft. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use resolute integrity drug-eluting stent during a procedure to treat a moderately calcified lesion in the rca, exhibiting 70% stenosis. The lesion was not pre-dilated. No damage was noted to packaging. The device was inspected with no issues. Negative prep was not performed. The physician intended to apply direct stenting with the resolute integrity. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. The stent did not cross the lesion. When the stent system was retrieved, the stent struts were noted to be damaged. A non-mdt 2.5x38mm stent was then used. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Patient is alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.